Event description:
It was reported to by the field service engineer (fse) during servicing that the device had difficulty displaying images. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.